Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one vaccess pta dilatation catheter was returned for evaluation. A partial circumferential break was noted at the glue point. No other anomalies were noted during the visual evaluation. No functional testing was performed due to the condition of the sample. Four photos were reviewed. All four photos show the balloon in a deflated condition and show evidence of water streaming out of the catheter shaft near to the proximal end of the balloon, but it is unclear to observe the evidence of source leak based on the submitted photo. No other anomalies noted. As the submitted photo confirms evidence of leak and the sample evaluation confirms the evidence of a break in the returned catheter, the investigation was confirmed for the reported leak and catheter shaft break. A definitive root cause for the reported leak and catheter shaft break could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 01/2026), g3, h6 (device) . H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the catheter shaft allegedly had a break. It was further reported that the device allegedly had a leak. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during an angioplasty procedure, tip of the pta balloon catheter allegedly found to be broken. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 01/2026) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.